Event description:
Pt called alleging that they obtained an error 1 message on the lfs meter. Pt did not compare the test strip to the color chart. Pt claims that the blood was applied to the pink area of the test strip; however, the confirmation dot was not completely blue. The test strip was inserted more than two minutes after applying blood. Pt mentioned that the test strip was not firmly inserted into the meter. Pt did not seek medical attention. Customer service had pt retest with the proper procedeures and clean the meter and meter still prompted the error 1 message. Issue was not resolved.